Manufacturer narrative:
Follow-up #1: date of submission 06/12/2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on 05/27/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that two days before the complaint date, the pump was manually suspended in the early evening and delivery was resumed about half an hour later. The total daily delivery added up correctly and reflected the user¿s basal program. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. Normal and audio bolus were delivered and recorded correctly. Unrelated to the complaint, the battery compartment was found to have cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) reading was at 586 mg/dl with moderate level of ketones, extreme thirst and excessive urination. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of basal and bolus deliveries showed that they were correct and as programmed. Review of potential causes for bg issues and potential causes for perceived inaccurate delivery did not reveal any assignable causes. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #2 - submission date 06/16/2015; the submission date of 06/12/2015 and the product analysis evaluation date of 05/27/2015 was inadvertently reported in follow-up#1. The correct submission date should be 06/16/2015 and the returned pump was evaluated on 06/01/2015.